Event description:
E was initially received via regulatory authority (FDA, reference number: mw5078006) on 29-jun-2018. The most recent information was received on 29-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure coil leaving fallopian tube") and adverse event ("worsening symptoms of past 2 years") in a female patient who had essure inserted. Concomitant products included daily multivitamin, ibuprofen, loratadine (claritin), oxycocet (percocet) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device dislocation and adverse event outcome was unknown. The reporter considered adverse event and device dislocation to be related to essure. The reporter commented: consumer mentioned hospitalization as event outcome, however she did not specify it most recent follow-up information incorporated above includes: on (B)(6) 2018: correction regarding initial receipt date - case unlocked incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5078006) on 29-jun-2018. The most recent information was received on 05-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure coil leaving fallopian tube") and adverse event ("worsening symptoms of past 2 years") in a female patient who had essure inserted. Concomitant products included daily multivitamin, ibuprofen, loratadine (claritin), oxycocet (percocet) and sumatriptan (imitrex). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria hospitalization, medically significant and intervention required) and adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and adverse event outcome was unknown. The reporter considered adverse event and device dislocation to be related to essure. The reporter commented: consumer mentioned hospitalization as event outcome, however she did not specify it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.